Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Literature: predictors of procedural and clinical outcomes in patients with symptomatic tricuspid regurgitation undergoing transcatheter edge-to-edge repair.

Event description:
This is filed to report clip entrapped and foreign body. The event was captured based on literature review, and this case represents a summary of the events of grasping issues and the clip entrapped in the chordae. As the treatment is unknown, this will be filed as a serious injury with permanent impairment or damage. It was reported through a research article identifying mitraclip that may be related to grasping issues due to visualization and clip entrapped in the chordae. Details are listed in the article, titled predictors of procedural and clinical outcomes in patients with symptomatic tricuspid regurgitation undergoing transcatheter edge-to-edge repair. No additional information was provided.

Manufacturer narrative:
(B)(4). The unique device identifier (UDI) number is unknown as the part was not reported. Device code (B)(4) patient selection - device used in tricuspid valve. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. All available information was investigated and the reported failure to adhere or bond (difficult grasping) appears to be related to a combination of patient anatomy (excessive rete chiari) and procedural conditions (insufficient echo view and chordal clip entrapment. The entrapment of device component (chordal entanglement) appears to be related to patient anatomy (excessive rete chiari). The reported poor image resolution was due to insufficient echo view. Additionally, the foreign body in patient appears to be a result of chordal entanglement and thus related to procedural conditions. The patient effect of failure to deliver mitraclip to the intended site (foreign body in patient) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Additionally, it should be noted that the mitraclip system IFU states that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation; however, there is no indication that the user technique influenced in the reported issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.